Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The instrument part and sequence numbers were not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Section d10 concomitant products: vessel sealer extend (part number: n/a // lot number: n/a). Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted procedure, the vessel sealer extend (vse) failed to provide an adequate seal, resulting in bleeding. The estimated blood loss was unknown. The vse instrument was reportedly connected to an e-200 generator at the time of the event and the seal cycle was completed with audible confirmation tones. No vse-related errors were noted. The surgeon had to activate the seal function twice before applying cut function. Despite repeated activation of the seal function, the instrument did not seal or coagulate as expected. Hemostasis was ultimately achieved using a fenestrated bipolar instrument. There was no tissue tension and the vessel diameter was less than 7 millimeters. Additionally, there was no vessel calcification and the tissue was not previously exposed to chemotherapy or radiation treatment. The jaws of the vse instrument did not come into contact with a clip, suture, staple, or other metal objects. The procedure was completed with the same e-200 generator; however, there was about 20 minutes of procedure delay. There were no patient harm or complications reported.

Manufacturer narrative:
Device evaluation: an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to address the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The e-200 generator was analyzed, and the reported failure was not confirmed or replicated. The e-200 generator was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The unit passed system drive testing and fixture testing. The vessel sealer extend (vse) instruments used in the procedures were not returned by the customer for failure analysis; therefore, a potential instrument malfunction could not be evaluated or confirmed. The complaint was not confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted and investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. There was no evidence that a vessel sealer extend instrument was used. Clinical development engineering (cde) was consulted to provide additional information: the sealing algorithm remains the same for advanced energy instruments in use on the e-200, regardless of system platform. The reported issue could not be reproduced, and review of the system logs did not provide sufficient information to establish a definitive cause.

Event description:
Refer to h11 for follow-up information.